Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing sinus infections back to back, headaches, scratchy throat and alleges that the device is warm to touch. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. The patient has alleged to experiencing sinus infections, headaches, scratchy/sore throat, airway restriction when lying down and falls asleep during the day. Patient alleges that the device is warm to touch. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. Multiple indeterminate contaminants observed on the top enclosure, especially under the sd card flip cover and around air inlet. Small flecks of indeterminate dark contamination observed on rear panel, especially near the air outlet. Contamination appearing consistent with insect contamination was observed on the interior of the device enclosure. Pieces appearing consistent with desiccated insect remains observed on the pca, in the joint between bottom enclosure and ui panel, on the interior of the rear panel, on the interior of the bottom panel, and on top of the airpath/blower box. Dark indeterminate contamination not consistent with degraded sound abatement foam was observed on the interior of the blower box. Contaminants may have entered into the blower box interior during removal of the blower cap. Pil is unable to directly address the symptoms addressed in the complaint. Pil can confirm the presence of extensive insect contamination, and contamination in the airpath. Pil found no evidence of sound abatement foam degradation or breakdown.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. The patient has alleged to experiencing sinus infections, headaches, scratchy/sore throat, airway restriction when lying down and falls asleep during the day. Patient alleges that the device is warm to touch. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code(s)